Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the there was a device sensing issue. The device alarmed 14 when trying to initiate therapy. Ms&s confirmed that temperature cable was in the proper outlet. The temperature was the on monitor once connected, however there was no reading on the device. Ms&s explained that the temperature cable may need to be switched out. The nurse did not have another cable because the other device was in use. Ms&s explained she could not use the device.

Event description:
It was reported that the there was a device sensing issue. The device alarmed 14 when trying to initiate therapy. Ms&s confirmed that temperature cable was in the proper outlet. The temperature was the on monitor once connected, however there was no reading on the device. Ms&s explained that the temperature cable may need to be switched out. The nurse did not have another cable because the other device was in use. Ms&s explained she could not use the device. Per follow up via phone on 20jan2020, the nurse stated the device was kept in service with no further issues, but cannot locate the patients medical record and is unsure whether the patient was able to complete therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective temperature cable. However, this cannot be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "patient temperature control with the arctic sun® temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun® temperature management system. Refer to the manufacturer¿s instructions for use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.